Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On (B)(6) 2026, the patient experienced another similar hypoglycemic event that the patient attributed to cgm inaccuracy. During this event, the patient became unresponsive, prompting activation of emergency medical services (ems). The patient was transported to the emergency room (ER) for further evaluation and care. No symptoms prior to becoming unresponsive were reported. Details regarding duration of unconsciousness, who contacted ems, and treatments provided by ems or in the ER were not available. The patient declined further discussion, and no cgm or fsbg values could be confirmed. At the time of report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.